Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm and unable to download. Visual inspection reveals the force sensor cable is incompletely plugged in. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test. Device received a broken force sensor was detected during seating or regular delivery because the force sensor cable is incompletely plugged in. The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2017.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a critical pump error alarm. The customer's blood glucose was unknown at the time of incident. The customer also stated that the insulin pump was not able to rewind. The insulin pump will be returned for analysis.